Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed first cylinder had a hole in the proximal end of the cylinder caused by a sharp instrument and showed wear at folds in the proximal, middle, and distal ends. First cylinder also had a leak from a sharp instrument in the proximal end. Second cylinder showed wear at folds in the proximal, middle, and distal ends and passed the leakage test. Flat reservoir passed visual inspection and leakage test with no damage or abnormalities found. Ms pump passed visual inspection and leak test but failed deflation test 2. Based on the information available and analysis results, the ms pump failing deflation test 2 could have caused or contributed to the device being removed. The sharp instrument damage on first cylinder probably occurred during explant surgery and will be considered a secondary issue; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified. See additional manufacturer narrative for full investigation details.